Manufacturer narrative:
H4: device manufactured on november 15, 2022- november 21, 2022. H10: the device was received for evaluation containing approximately 92ml of fluid in the bladder and the flow rate was set at zero (0) ml on the multirate control module. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed using dextrose solution (d5w) and the flow rate was set at 12ml per procedure. Subsequently, the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor underinfused medication to the patient. After 24 hours of therapy time, it was observed that the device contained more that the expected medication dose that had not been delivered to the patient. This issue was further described as, ¿balloon (bladder) in bottle was seen to be quite full still despite infusion for more than 24h at 12ml/h¿. The device was filled with 0.1% ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.